Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 3 sensors that did not work for him. Customer stated that he placed them on the insertion device and when he inserted them, the needle came off. Customer stated that he was not able to use these sensors. Customer stated that the insertion device is fine but the sensors themselves had the needle fall off and he could not insert them. Customer stated that the 4th sensor was no longer communicating with the pump after he went into the pool. Customer stated that they were wearing the sensor right now and it stopped communicating with the pump. Customer stated that the transmitter and pump started to communicate when the customer was giving sensor details.